Event description:
It was reported that the patient was not able to make an adjustment with the antenna attached. The patient tried without the antenna and it did not work. The patient received the poor communication this morning. It was reported the next day that the patient was not able to make an adjustment with or without the antenna attached. The patient received a replacement programmer in the mail today and it was not working. The patient got the poor communication screen with and without the antenna. The patient had not been seen or checked her device since 2010, when she was last in (B)(6). The patient increased stimulation in 2010 and stimulation was good for about 1-2 years. The patient did not have a managing physician in (B)(6). It was stated that the implantable neurostimulator (ins) had been ¿acting up¿ to the point where the patient needed to increase stimulation, but the patient had ¿issues with connecting.¿

Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 3889-28, lot# v204342, implanted: 2009 (B)(6); product type lead product ID 3037, serial# unknown; product type programmer, patient. (B)(4).